Event description:
The patient heard the pump alarm. The pump logs showed that the pump motor stalled on (B)(6) 2015 at 13:40. No motor stall recovery was recorded. There were no other motor stalls noted in the event logs. The cause of the stall was unknown. The patient did not have an MRI or any other environmental exposure that may have caused the stall that they were aware of. The patient experienced a return of pain/increased pain; per the patient, he was in a lot of pain. The pump alarms were silenced and the patient was scheduled for a pump replacement in early (B)(6). The patient was given oral oxycodone; he stated that he didn¿t like the way it made him feel. The device system was delivering prialt. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient was miserable for a month until the pump was replaced.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as stall due to shaft bearing, stall due to gear wheel 3, and corrosion and/or wear and/or lubrication.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The cause of the motor stall was unknown. The pump was replaced. The patient recovered without permanent impairment. The following information was previously reported in manufacturer's report # 3007566237-2015-01785.........[it was reported that an alarm as heard and confirmed by telemetry. The patient heard a critical alarm on (B)(6) 2015. The patient was seen at that time by the healthcare provider (hcp). The patient reported the motor was "fried" and reported the hcp informed the patient they needed a new pump. The elective replacement indicator (eri) was 47 months. The hcp silenced the alarm and the patient was placed on oral medications. The patient called the hcp again on the day of report and stated that the pump was alarming again. The patient was in "extreme pain" but stated that the doctor on-call may have not been familiar with pumps. It was unknown if the pump was set at minimum rate on (B)(6) 2015. It was unknown what the pump system was delivering. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)]........how ever, it has since been determined that the information is part of this manufacturer's report (# 3004209178-2015-12235). Any additional information received regarding this event will be reported in this manufacturer's report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).